Event description:
During a low anterior resection, the device fired malformed staples. The procedure was completed with additional sutures and the pt had to receive a temporary colostomy. There was no pt consequence.